Event description:
The customer reported that the pump battery was depleting too quickly. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to uninstall and reinstall the mobile app and to follow up if the battery depletion exceeded 35% per day, which the customer understood and acknowledged.